Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter read inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2014, at 6pm, she obtained blood glucose readings of ¿188 and 229mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20% and/or <= 20 mg/dl. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. The patient reportedly consumed less food/drink that day; however, the time of her action is not specified. According to the csr¿s documentation, one to two minutes after the product issue occurred the patient reportedly developed symptoms of sweating and shaking. It is not known if the patient received any form of medical intervention after the alleged issue occurred. It would have been helpful to know the following: the patient¿s testing frequency and normal blood glucose range; prior to the alleged issue, what was her previous readings that day (with the subject meter) and what she believe could have caused her symptoms; what action the patient took in response to the alleged issue; if the patient associated her reported symptoms with high or low blood glucose; what the patient did to treat her reported symptoms; and when did her symptoms subside. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.